Event description:
It was reported that the touchscreen became unresponsive. Customer had elevated blood glucose levels (368 mg/dl).

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.